Manufacturer narrative:
Button error alarmed after boot up and intermittent button response on the act button due to moisture damage on keypad traces noted. Moisture damage was noted on all electronic assemblies. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer also reported that buttons were not responding. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.